Event description:
It was reported that at 20,170 joules of use there was a fiber break. The fiber was not connected to the cap and ended up burning out. A second fiber was opened, however, at 36,363 joules the fiber broke and a crack was observed. A third fiber was used to complete the procedure at 53,206 joules. No patient complications were reported. This report is for the first broken fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. Analysis also observed a distal circumferential fracture which likely occurred due to elevated temperatures near the laser beam output window. The analysis identified severe debris adhesion on the metal cap which is indicative of prolonged tissue contact. It is probable that the tissue adhesion contributed to elevated temperatures at the laser beam output window leading to the circumferential fracture and tip detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperature can lead to fiber damages, including glass cap detachment and circumferential fracture. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that at 20,170 joules of use there was a fiber break. The fiber was not connected to the cap and ended up burning out. A second fiber was opened, however, at 36,363 joules the fiber broke and a crack was observed. A third fiber was used to complete the procedure at 53,206 joules. No patient complications were reported. This event is for the first fiber.